Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs related to the complaint in the past 12 months. Review of the event history log found no errors related to the customer complaint. The customer's reported issue could not be duplicated. The pumps upstream occlusion (uso) sensor was tested and was found to be functioning properly and activating within specification. No further action was taken. The device was submitted for functional and delivery testing.

Event description:
It was reported that the device exhibited under pressure alarms. There is unknown patient involvement.